Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) stated a couple days ago the power went out during fill 2. When the power was restored the hc stayed in fill 2 for a long time. The cg did not monitor how much was infused. The cg ended therapy and restarted with new supplies and during the initial drain the home patient (hp) drained more than 5100ml. The cg called the registered nurse (rn) to let her know. The technical service representative (tsr) arranged for swap. The hp would use manuals for this night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The device has been received and review of the logs revealed the programmed largest prescribed fill volume is 2800ml. This complaint meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue was neither confirmed in the device logs nor duplicated. A review of the logs, on the date of occurrence ((B)(6) 2011), confirmed an initial drain volume of 4062ml, which does not meet the current criteria of an increased intra-peritoneal volume (iipv) incident. Off cycle drain volume would not be recorded in the device logs, so issue could not be confirmed or determined. A cause was undetermined. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.